Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The elevator #1 (p/n: 09-0259, lot# 011413a13, qty 1) was returned for investigation. Upon review of the elevator, it was noted that it had a fracture at the tip. The non-conformance database was reviewed for this part/lot# combination and there were no non-conformances found related to this issue. There are no indications of manufacturing defects. A complaint review was performed for this part and lot number combination and there is an occurrence rate of 0.22%. The most likely underlying cause of the complaint is that the elevator tip experienced force in excess of what it was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). It is unknown at this time if the device will be returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured. Attempts have been made but no further information has been provided.